Event description:
It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy device was placed the day before. According to the complainant, one day following the placement, the balloon was noted to be ruptured. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.